Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using an everflex plus stent to treat a lesion located in the sfa. It was reported that the procedure was completed without any issue but that it was a long procedure. It was reported that at the time of the stent implant, the patient¿s blood pressure decreased. The (B)(6) allergi center are testing the patient¿s reaction to all implicated drugs and devices used during this procedure, ie. Ethylenoxid, latex, lidocaine, iodoxanol, ephedrin, phenylephrin, human albumine, cefuroxim and the everflex plus stent. The patient was treated with antihistamine, steroids, fluids and adrenalin/noradrenalin.

Manufacturer narrative:
Additional information received: it was subsequently reported that the allergic reaction was due to the implant of a cook zenith endograft and not the everflex stent. The everflex did not respond to the histamine release test with the patient's blood. A non-medtronic stent reacted with a strong positive histamine release test and it was concluded that this was the cause of the patient's allergic reaction peroperatively. All other medications received by the patient within 2 hours before the reaction was noted have also tested negative. If information is provided in the future, a supplemental report will be issued.